Event description:
It was reported that during a percutaneous coronary intervention, a guidewire fracture occurred. The 100% occluded lesion was located in a mildly tortuous and mildly calcified mid to distal right coronary artery just proximal to the posterior descending artery. The patient presented to the cath lab in cardiac arrest and seizing. The physician had successfully implanted an unknown taxus drug eluting stent and had inserted two guidewires. One wire was a forte 185cm es w/o mrkr -j tip, the other was a none bsc guidewire. The goal of the procedure was to place multiple stents proximal to the placed taxus stent. The patient again began to seize and in a rush to pull all the devices out of the patient, the guidewire caught on the placed stent and the distal tip of the guide wire sheared off and became lodged behind the stent. The physician stented over the fractured tip and went on to complete the procedure by stenting the intended lesion. No further injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.